Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The returned device was tested using a video processor and multiple scopes; the reported problem did not occur during testing.

Event description:
A user facility reported to olympus that the output connector was broken and could not be connected. The problem, as reported to olympus, was identified during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. While the error code was not duplicated, based on the results of the investigation, the probable cause is likely a temporary failure of the scope socket. From the failure of the socket, it is likely that the electric contact point of the connector became unstable, and it caused the communication of scope and video controller, and the scope communication error occurred.